Manufacturer narrative:
D2 (common device name): avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system. The cage was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the implant cracked and was unable to be used. Another implant was opened and used with no further impact on surgery or patient harm reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. As indicated product is retained by hospital, therefore, no product evaluation could be performed. Additional information was requested and reply is still pending. Investigation is still in progress. Conclusion is not yet available. Product retained by hospital.

Event description:
Avenue l : broken cage. It was reported by sales rep, that during a avenue l surgery, the implant cracked and was unable to use. Another implant was opened and used with no further issue reported. Product will not be returned as retained by hospital. Waiting on additional information.